Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed that the left ventricular lead exhibited high impedance. Upon interrogation in clinic, high capture threshold was also noted on the same vector as the high impedance; all other vectors exhibited values within normal limits. Programming changes were made and the patient would continue to be monitored. The patient was in stable condition.